Event description:
There was leakage from the luer lock. During review of returned product, a hole was found in the male luer which would allow fluid to leak out and air to enter the syringe. No pt injury or treatment associated with this event.